Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in a 43-year-old female patient who had essure (ess205) (batch no. 508297) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure endometrial ablation and an essure tubal sterilization performed same day". The patient's concurrent conditions included non-hodgkin's lymphoma, endometrial polyp, pelvic adhesions, perineal pain, endometrial ablation and intramural leiomyoma of uterus. Concomitant products included escitalopram oxalate (lexapro) and estradiol (estrogen). On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced constipation ("gastrointestinal or digestive ystem condition- tye: constipation"), 1 month 7 days after insertion of essure (ess205). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding), anaemia ("anemia"), fatigue ("fatigue"), genital haemorrhage ("abnormal bleeding (general), adnexa uteri pain ("ovarian pain") and coital bleeding ("abnormal bleeding (general) after intercourse"). The patient was treated with surgery (salpingectomy (bilateral), hysterectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dyspareunia, adnexa uteri pain and constipation had resolved and the abdominal pain, back pain, menorrhagia, anaemia, fatigue, genital haemorrhage and coital bleeding outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, anaemia, back pain, coital bleeding, constipation, dyspareunia, fatigue, genital haemorrhage, menorrhagia and pelvic pain to be related to essure (ess205). The reporter commented: received treatment for pain, bleeding: yes. Discrepancy noted: date(s) of insertion: (B)(6) 2006, (B)(6) 2011. Essure micro-insert device on the right, the device was placed up to the hub and on the left, two ring were visualized at the left tubal ostia. Removal: (B)(6) 2019, bilateral salpingectomy - (B)(6) of 2018, hysterectomy with unilateral salpingooopherectomy 2009 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') and heavy menstrual bleeding ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)') in a 43-year-old female patient who had essure (ess205) (batch no. 508297) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure endometrial ablation and an essure tubal sterilization performed same day". The patient's medical history included menorrhagia in (B)(6) 2006, vaginal bleeding in (B)(6) 2006, fatigue in (B)(6) 2006, uterine fibroid, dysmenorrhea, vaginitis, dyskinesia, right upper quadrant pain, cholecystitis, lower abdominal pain, unilateral leg pain and arteriosclerotic heart disease. Previously administered products included for an unreported indication: albuterol. Concurrent conditions included non-hodgkin's lymphoma, endometrial polyp, pelvic adhesions, perineal pain and intramural leiomyoma of uterus. Concomitant products included escitalopram oxalate (lexapro) and estradiol (estrogen). On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced constipation ("gastrointestinal or digestive ystem condition- tye: constipation"), 1 month 7 days after insertion of essure (ess205). On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and adnexa uteri pain ("ovarian pain"). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and coital bleeding ("abnormal bleeding (general) after intercourse"). On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general),"), abdominal pain ("abdominal pain"), back pain ("back pain"), anaemia ("anemia"), fatigue ("fatigue"), endometriosis ("endometriosis") and vaginal haemorrhage ("abniormal bleeding (vaginal)"). The patient was treated with surgery (ablation and salpingectomy (bilateral), hysterectomy). Essure (ess205) was removed on 3-jan-2019. At the time of the report, the pelvic pain, dyspareunia, adnexa uteri pain and constipation had resolved and the heavy menstrual bleeding, genital haemorrhage, abdominal pain, back pain, anaemia, fatigue, coital bleeding, endometriosis and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, anaemia, back pain, coital bleeding, constipation, dyspareunia, endometriosis, fatigue, genital haemorrhage, heavy menstrual bleeding, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: received treatment for pain, bleeding: yes discrepancy noted: date(s) of insertion: (B)(6) 2006, (B)(6) 2011. Essure micro-insert device on the right, the device was placed up to the hub and on the left, two ring were visualized at the left tubal ostia. Removal: (B)(6) 2019, bilateral salpingectomy (B)(6) 2018, hysterectomy with unilateral salpingooopherectomy - 2009 concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; menorrhagia, vaginal bleeding quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-apr-2021: no new information was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') and menorrhagia ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)') in a 43-year-old female patient who had essure (ess205) (batch no. 508297) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure endometrial ablation and an essure tubal sterilization performed same day". The patient's medical history included menorrhagia in (B)(6) 2006, vaginal bleeding in (B)(6) 2006 and fatigue in (B)(6) 2006. Previously administered products included for an unreported indication: albuterol. Concurrent conditions included non-hodgkin's lymphoma, endometrial polyp, pelvic adhesions, perineal pain, endometrial ablation and intramural leiomyoma of uterus. Concomitant products included escitalopram oxalate (lexapro) and estradiol (estrogen). On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced constipation ("gastrointestinal or digestive ystem condition- tye: constipation"), 1 month 7 days after insertion of essure (ess205). On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and adnexa uteri pain ("ovarian pain"). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and coital bleeding ("abnormal bleeding (general) after intercourse"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general),"), abdominal pain ("abdominal pain"), back pain ("back pain"), anaemia ("anemia"), fatigue ("fatigue"), endometriosis ("endometriosis") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (ablation and salpingectomy (bilateral), hysterectomy). Essure (ess205) was removed on (B)(6)2019. At the time of the report, the pelvic pain, dyspareunia, adnexa uteri pain and constipation had resolved and the menorrhagia, genital haemorrhage, abdominal pain, back pain, anaemia, fatigue, coital bleeding, endometriosis and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, anaemia, back pain, coital bleeding, constipation, dyspareunia, endometriosis, fatigue, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: received treatment for pain, bleeding: yes. Discrepancy noted: date(s) of insertion: (B)(6) 2006, (B)(6) 2011. Essure micro-insert device on the right, the device was placed up to the hub and on the left, two ring were visualized at the left tubal ostia. Removal: (B)(6) 2019, bilateral salpingectomy - (B)(6) 2018, hysterectomy with unilateral salpingooopherectomy 2009. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2020: plaintiff fact sheet received. Events "vaginal bleeding and endometriosis were added. Event "menorrhagia" was updated serious incident event. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in a 43-year-old female patient who had essure (ess205) (batch no. 508297) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure endometrial ablation and an essure tubal sterilization performed same day". The patient's concurrent conditions included non-hodgkin's lymphoma, endometrial polyp, pelvic adhesions, perineal pain, endometrial ablation and intramural leiomyoma of uterus. Concomitant products included escitalopram oxalate (lexapro) and estradiol (estrogen). On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced constipation ("gastrointestinal or digestive ystem condition- tye: constipation"), 1 month 7 days after insertion of essure (ess205). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), anaemia ("anemia"), fatigue ("fatigue"), genital haemorrhage ("abnormal bleeding (general),"), adnexa uteri pain ("ovarian pain") and coital bleeding ("abnormal bleeding (general) after intercourse"). The patient was treated with surgery (salpingectomy (bilateral), hysterectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dyspareunia, adnexa uteri pain and constipation had resolved and the abdominal pain, back pain, menorrhagia, anaemia, fatigue, genital haemorrhage and coital bleeding outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, anaemia, back pain, coital bleeding, constipation, dyspareunia, fatigue, genital haemorrhage, menorrhagia and pelvic pain to be related to essure (ess205). The reporter commented: received treatment for pain, bleeding: yes discrepancy noted: date(s) of insertion: (B)(6) 2006, (B)(6) 2011. Essure micro-insert device on the right, the device was placed up to the hub and on the left, two ring were visualized at the left tubal ostia. Removal: (B)(6) 2019, bilateral salpingectomy - (B)(6) 2018, hysterectomy with unilateral "salpingooophorectomy" - 2009 most recent follow-up information incorporated above includes: on 3-mar-2020: pfs received. Lot number added. New events: abnormal bleeding (general), gastrointestinal or digestive system condition: constipation, ovarian pain, bleeding after intercourse, medical device monitoring error were added. New reporters, plaintiff information added. Concomitant conditions and drugs added. Insertion date and removal date were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), anaemia ("anemia") and fatigue ("fatigue"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, back pain, menorrhagia, anaemia and fatigue outcome was unknown. The reporter considered abdominal pain, anaemia, back pain, dyspareunia, fatigue, menorrhagia and pelvic pain to be related to essure. The reporter commented: received treatment for pain, bleeding: yes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received. Reporter information added. This case become incident. Previously reported event injury was updated dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), anemia, fatigue. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.